Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device "didn't infuse correctly". There was patient involvement however no patient harm. Although requested additional information was not known by the customer.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a0709, annex b: b01, b14, annex c: c0201, annex d: d02, annex g: g0301204. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of pump module not infusing correctly was confirmed through laboratory testing. Additionally, log review identified a patient side pressure sensor malfunction during the last programmed infusion. No infusions were recorded at the reported time of event of 05:00 am. The last infusion recorded on the pump module was from 1:29:38 am to 1:37:51 am. A review of the suspect pump module error log recorded a channel malfunction at 1:37:23 am for error code 241.4140. Upon decoding the error system code, it was identified as a broken pressure sensor patient side. On the reported date of 22 august 2025, the suspect pump module was attached to pcu s/n (B)(6) and powered on at 1:29:38 am, pump module was selected and programmed and infusion with a rate of 85ml/h and a volume to be infused (vtbi) of 990ml. The infusion was started. At 1:37:23 am, pump module alarmed for a channel error code 241.4140 (broken pressure sensor patient side) and restart key was pressed but was recorded as invalid keypress. Pump module was powered off. No further infusions or errors associated with the reported incident were noted on the pump module. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. Timed rate accuracy product analysis procedure. Timed rate accuracy and unregulated flow testing was performed on the suspect pump module. Five trials were conducted at the infusion rates of 0.1ml/h, 1ml/h, 10ml/h, 100ml/h, and 999ml/h in accordance with the timed rate accuracy product analysis procedure. The pump module failed four out of the five trials and had no observances of unregulated flow; indicating the device was out of specification. The source pump module was tested for rate accuracy through the alaris system maintenance (asm) software. Test results indicate that the device had an actual error of -(B)(4); indicating the device is not in specification and required calibration. Next the source pump module was calibrated using the alaris system maintenance (asm) software. After calibration, the device¿s vpmr was updated from 172.9 l to 164.7 l and recorded an actual error of (B)(4). Per the test results, the new vpmr is within range. After the rate accuracy task completed, the suspect pump module was again programmed to perform a one-hour system level rate accuracy test at a rate of 85 ml/h in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 86.05 ml/h ((B)(4) error). The specification for this test is +/- (B)(4) error, per srd-9580 of the alaris system v12.1.2 prd (dir: (B)(4)) indicating the device is within specification after rate calibration. Pressure sensor malfunction test method the pcu was powered on and placed in maintenance mode. Alaris system maintenance software was used to observe the pressure sensor voltage with no load applied. Alaris system maintenance analog sensor task was performed on the source pump module. The analog sensor task would show the voltage of the sensor with zero (0) load on the pressure sensor pad. The voltage specification with zero (0) load for fsa pressure sensors is 1 volt +/- 0.154 volts. The pump module patient side pressure sensor was found to be out of specification, recording a voltage of 0.822v. The faulty patient side pressure sensor was temporarily replaced with a known good pressure sensor. Asm analog sensor task was performed and found both pressure sensors within specification. With the known good pressure sensor temporarily installed, the source pump module was attached to the pcu. A test administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr and a vtbi of 1000ml. The infusion was completed with no errors or malfunctions. Alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The bd alaris® pump module pressure sensor tip sheet cautions to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported pump module not infusing correctly is being attributed to pump module being out of specification for rate/infusion accuracy. Additionally, it was identified that patient side pressure sensor was out of specification. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device "didn't infuse correctly". There was patient involvement however no patient harm. Although requested additional information was not known by the customer.